Event description:
Additional information was received from the patient and it was reported that no factors led to the event other than the age of the battery. No change in settings were made. In the fall of 202 they were using the ins less than usual due to working from home/ less standing/ walking. Resumed normal use in late october. Increase charge times and quicker depleting was noticed prior to fall. Ins was replaced on (B)(6), 2021. The long recharge was resolved with replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient had their ins replaced due to wanting a battery replacement. The patient's previous ins was taking 3 hours or longer to charge and was losing its charge a lot faster. The patient noted the device was nearing the end of its life. The issue started 6 months before the replacement, sometime in the fall of 2020. The patient would only use stimulation while standing and walking around since that was when they would feel more pain. When the patient was not using stimulation while working from home, the ins would still drop down to 25%. In the fall of 2020 it was also noticed the ins was in MRI mode when it was on and the patient was using it.. The patient had gone in and out of MRI mode with no problem and did have an MRI 2 weeks before and had no issue using the ins after the MRI. No symptoms were reported.